Manufacturer narrative:
A visual assessment of the vault-c driver (37-in-0060, 49059mi) and review of complaint documentation show that the hexalobe tip sheared during an application of torque. A follow up with the distributor indicates the surgeon used an awl and likely did not tap prior to screw placement. The vault-c surgical technique's review of bone preparation outlines the use of the drill and tap. Both of these techniques are designed to mitigate high screw insertion torque that can result in this type of failure mode. This issue does not create a concern for all instruments from the affected lot. The surgery can still be completed should this issue occur utilizing other instruments readily available in the set. Quality evaluation confirmed material hardness is within design specification. Review of manufacturing history records found a total of 71 pieces of lot 49059mi were released for distribution on (B)(6) 2016 with no deviation or anomalies. Two-year review of complaint history did not identify a trend for reports of this nature for this part number. A design improvement was initiated in (B)(6) of 2014 (rev c) changing the tip from a split geometry to a standard hex in an effort to strengthen the tip. Although the complaint product was manufactured to the new design, no trend for reports of this nature was identified. The need for corrective action was not indicated.

Manufacturer narrative:
Evaluation - at the time of this report the product has not been received for evaluation. Return is expected and, upon completion of evaluation after receipt, a follow-up medwatch report will be submitted. Review of device history records found a total of (B)(4) pieces of the reported lot were released for distribution on 6/17/2018 with no deviation or anomalies. Two-year complaint history review did not identity a trend for reports of this nature for the reported part number.

Event description:
It was reported that when the doctor attempted to place the inferior screw, the self-retaining driver tip broke. The driver head was stuck in the screw, the screw was removed and replaced. This resulted in a 5 minute delay to the procedure.